Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle, the adhesive around the objective lens, plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the probe cover, objective lens glue, and inside the nozzle. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from the biopsy channel. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU sates the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.